Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the abdomen (unspecified) using a coolcore applicator, on (B)(6) 2016 to the bilateral lower abdomen using a coolcore applicator and to the bra roll (back) using a coolcurve applicator, and on (B)(6) 2016 to the lower abdomen using a coolcore applicator and to the bra roll (back) using a coolcurve applicator. The patient developed paradoxical hyperplasia (pah/ph) in the treated areas on (B)(6) 2016, diagnosed on (B)(6) 2018. The adipose tissue appeared to be significantly larger. Upon palpation, the adipose tissue had no nodules and felt soft (no firmness) and fluffy. After review, allergan medical safety confirmed the diagnosis of pah in the lower abdomen and bra roll but were unable to confirm diagnosis of pah in the upper abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the abdomen (unspecified) using a coolcore applicator, on (B)(6) 2016 to the bilateral lower abdomen using a coolcore applicator and to the bra roll (back) using a coolcurve applicator, and on (B)(6) 2016 to the lower abdomen using a coolcore applicator and to the bra roll (back) using a coolcurve applicator. The patient developed paradoxical hyperplasia (pah/ph) in the treated areas on (B)(6) 2016 diagnosed on (B)(6) 2018. The adipose tissue appeared to be significantly larger. Upon palpation, the adipose tissue had no nodules and felt soft (no firmness) and fluffy. After review, allergan medical safety confirmed the diagnosis of pah in the lower abdomen and bra roll but were unable to confirm diagnosis of pah in the upper abdomen.